Event description:
This is a solicited report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) and urine (B)(6) in a patient (age not reported) coincident with dianeal, unknown (lot number not reported) therapy. On an unreported date, the patient began treatment with dianeal, unknown (dose, frequency, and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in (B)(6) 2011, the patient experienced bacterial peritonitis. On (B)(6) 2011, the patient was hospitalized for bacterial peritonitis. On an unreported date in 2011, the patient received treatment with zariviz ip and vancocin intravenously (IV). The patient remained hospitalized. Outcome for the events were not reported. Action taken with dianeal therapy was not reported. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the events of bacterial peritonitis with (B)(6) , and urine (B)(6) in relation to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.